Event description:
The customer reported that when doing the device self test, sparks were observed in the paddle and caused the paddle to become punctured. There is no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.